Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results as well as the device history record review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this vigilance monitor with a patient, the svr (systemic vascular resistance) and ci (cardiac index) values stood still all day and evening and were not noticed by any of the staff. At the beginning of the monitoring, the patient was treated with inotropin in the form of milrinone and dobutamine. The values shown were slightly below the desired values. When the issue was noticed, the staff performed calibration and called an emergency contact in order to attempt to resolve the issue. The patient felt well and was circulatory stable so no new treatment strategies were considered. However, there was a risk that the staff, among other things, could have missed that the patient was not stable and that the withdrawal of inotropin occurred prematurely. There was no allegation of patient injury. The product was available for evaluation. Patient demographics requested but not provided.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received that, no immediate action had to be taken after consulting the on-call anesthetist. The values provided were cco: 3.2 and svr: 553 (approx.) After restarting the cco, it was slightly under 3 and the svr was higher, around 2500. No trend curve could be seen for the cco but the svo2 was seen. After restarting the device, the values were seen as normal. There was no error message or alarm displayed. The message "start cco monitoring" was in the information field at the top of the display. The product was expected to be returned, however, it was then later confirmed that the device would not be returned by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. A device history record review was completed and documented that the device met all specifications upon distribution. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.